Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified. Functional testing was performed and no failure was identified related to the reported blood glucose.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge change error messages occurred when the customer attempted to load multiple new cartridges. Blood glucose (bg) was 528 mg/dl which was addressed with manual injections. Reportedly, the customer did not know the cause of bg. Reportedly, the customer had manual injections available as alternate insulin therapy.